Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly as they remained inside of the loading device upon removing the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the products in question. Refer to MFR report number 2242352-2013-00429 for related report.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).